Event description:
The image is too dark, the lcb is reduced to 60 / 65%. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned and confirmed that the insertion flexible tube (ift) buckled. Based on the result, we concluded that it was caused due to an excessive force applied on the insertion flexible tube (ift). In addition, we confirmed that light guide fiber bundle (lcb) broken; however, it is not the main cause, and/or irrelevant to the alleged complaint.